Manufacturer narrative:
Customer replaced footswitch. System operates as intended.

Event description:
Customer reported blank images on workstation and footswitch is broken. No patient injury was reported.